Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the followings; manufacturing history (DHR) of the device confirmed no irregularity. Perforation of the instrument channel was noted. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus trading (B)(4) limited (osh). For evaluation. Evaluation of the subject device confirmed the following; no scratches, defects, cracks and dirts of the insertion section of the subject device were noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using glutaraldehyde. There was no report of infection associated with this report.